Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) recommended to explant the device. This pacemaker remains in service. No adverse patient effects were reported.